Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('has anyone else felt an extreme stabbing pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no" and device ineffective "device ineffective". The patient's concurrent conditions included multigravida and parity 4. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced metrorrhagia ("spotting") and stress urinary incontinence ("bladder or urinary problems or changes: stress continence"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), arthralgia ("joint pain") and amnesia ("other injury (ies) or complication- please describe: memory loss") and was found to have weight increased ("weight gain/ loss (specify which one) gain"). In (B)(6) 2016, the patient experienced tooth loss ("dental problems bone loss in the jaw that caused loss of my teeth"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary incontinence ("trouble holding bladder"), abdominal distension ("e-belly"), menstruation delayed ("missing my periods"), bladder disorder ("bladder issues"), device dislocation ("I'm pretty sure it's my right one that moved"), hypertension ("blood pressure high"), gestational diabetes ("gestational diabetes"), hypothyroidism ("autoimmune disorder-type of disorder: hypothyroidism") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, urinary incontinence, abdominal distension, menstruation delayed, bladder disorder, device dislocation, metrorrhagia, hypertension, gestational diabetes, hypothyroidism, tooth loss and stress urinary incontinence outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the fatigue, alopecia, weight increased and amnesia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, bladder disorder, device dislocation, fatigue, gestational diabetes, hypertension, hypothyroidism, menorrhagia, menstruation delayed, metrorrhagia, pelvic pain, pregnancy with contraceptive device, stress urinary incontinence, tooth loss, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2013: no result. Concerning the injuries reported in this case, the following one were reported via social media: pregnancy and urinary incontience quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: pfs received. New events: fatigue, dental problems bone loss in the jaw that caused loss of my teeth, autoimmune disorder-type of disorder: hypothyroidism, gestational diabetes, blood pressure high, abnormal bleeding (menorrhagia), hair loss, weight gain/ loss (specify which one) gain, joint pain, bladder or urinary problems or changes: stress continence, device monitoring procedure not performed were added. Onset dates for events were added. Outcome for pregnancy added. Removal details added hence case becomes incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('has anyone else felt an extreme stabbing pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's concurrent conditions included multigravida and parity 4. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced metrorrhagia ("spotting") and stress urinary incontinence ("bladder or urinary problems or changes: stress continence"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), arthralgia ("joint pain") and amnesia ("other injury (ies) or complication- please describe: memory loss") and was found to have weight increased ("weight gain/ loss (specify which one) gain"). In (B)(6) 2016, the patient experienced tooth loss ("dental problems bone loss in the jaw that caused loss of my teeth"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary incontinence ("trouble holding bladder"), abdominal distension ("e-belly"), menstruation delayed ("missing my periods"), bladder disorder ("bladder issues"), device dislocation ("I'm pretty sure it's my right one that moved"), hypertension ("blood pressure high"), gestational diabetes ("gestational diabetes"), autoimmune hypothyroidism ("autoimmune disorder-type of disorder: hypothyroidism") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, urinary incontinence, abdominal distension, menstruation delayed, bladder disorder, device dislocation, metrorrhagia, hypertension, gestational diabetes, autoimmune hypothyroidism, tooth loss and stress urinary incontinence outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the fatigue, alopecia, weight increased and amnesia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, autoimmune hypothyroidism, bladder disorder, device dislocation, fatigue, gestational diabetes, hypertension, menorrhagia, menstruation delayed, metrorrhagia, pelvic pain, pregnancy with contraceptive device, stress urinary incontinence, tooth loss, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2013: no result. Concerning the injuries reported in this case, the following one were reported via social media: pregnancy and urinary incontinence quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('has anyone else felt an extreme stabbing pain'), fallopian tube perforation ('essure coil noted to be perforating uterine fundus just superior to left fallopian tube'), uterine perforation ('uterine perforation') and multiple episodes of device dislocation ('I'm pretty sure it's my right one that moved', 'right essure coil grossly identified outside of right tubal lumen and adherent to uterine serosa') in an adult female patient who had essure (batch no. A20056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's concurrent conditions included multigravida and parity 4. Concomitant products included calcium carbonate, docusate sodium, ibuprofen and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)vaginal bleeding") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced intermenstrual bleeding ("spotting") and stress urinary incontinence ("bladder or urinary problems or changes: stress continence"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), arthralgia ("joint pain") and amnesia ("other injury (ies) or complication- please describe: memory loss") and was found to have weight increased ("weight gain/ loss (specify which one) gain"). In (B)(6) 2016, the patient experienced tooth loss ("dental problems bone loss in the jaw that caused loss of my teeth"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), urinary incontinence ("trouble holding bladder"), abdominal distension ("e-belly"), menstruation delayed ("missing my periods"), bladder disorder ("bladder issues"), the second episode of device dislocation ("I'm pretty sure it's my right one that moved"), hypertension ("blood pressure high"), gestational diabetes ("gestational diabetes"), autoimmune hypothyroidism ("autoimmune disorder-type of disorder: hypothyroidism") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral removal of fallopian tubes), hysterectomy with bilateral salpingectomy, laparoscopic complete hysterectomy of uterus with removal of tube(s) and laparoscopic complete hysterectomy of uterus with removal of tube(s).). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, pregnancy with contraceptive device, uterine perforation, genital haemorrhage, urinary incontinence, abdominal distension, menstruation delayed, bladder disorder, the last episode of device dislocation, intermenstrual bleeding, hypertension, gestational diabetes, autoimmune hypothyroidism, tooth loss, arthralgia and stress urinary incontinence outcome was unknown, the vaginal haemorrhage and heavy menstrual bleeding had resolved and the fatigue, alopecia, weight increased and amnesia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, autoimmune hypothyroidism, bladder disorder, fallopian tube perforation, fatigue, genital haemorrhage, gestational diabetes, heavy menstrual bleeding, hypertension, intermenstrual bleeding, menstruation delayed, pelvic pain, pregnancy with contraceptive device, stress urinary incontinence, tooth loss, urinary incontinence, uterine perforation, vaginal haemorrhage, weight increased, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: 3 coils visible on the left and 1 coil visible the right previously reported essure insertion date : (B)(6) 2013. Removal date provided in mr : (B)(6) 2019 (discrepancy noted) as per pif, discrepancy noted in date of insertion: (B)(6) 2013. As per pif, discrepancy noted in date of removal: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2013: no result. Pregnancy test - on (B)(6) 2019: negative. Concerning the injuries reported in this case, the following one were reported via social media: pregnancy and urinary incontience lot number: a20056 manufacturing date: 2012/06 expiration date: 2015/06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('has anyone else felt an extreme stabbing pain'), fallopian tube perforation ('essure coil noted to be perforating uterine fundus just superior to left fallopian tube'), uterine perforation ('uterine perforation') and multiple episodes of device dislocation ('I'm pretty sure it's my right one that moved', 'right essure coil grossly identified outside of right tubal lumen and adherent to uterine serosa') in an adult female patient who had essure (batch no. A20056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's concurrent conditions included multigravida and parity 4. Concomitant products included calcium carbonate, docusate sodium, ibuprofen and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced metrorrhagia ("spotting") and stress urinary incontinence ("bladder or urinary problems or changes: stress continence"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), arthralgia ("joint pain") and amnesia ("other injury (ies) or complication- please describe: memory loss") and was found to have weight increased ("weight gain/ loss (specify which one) gain"). In (B)(6) 2016, the patient experienced tooth loss ("dental problems bone loss in the jaw that caused loss of my teeth"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), urinary incontinence ("trouble holding bladder"), abdominal distension ("e-belly"), menstruation delayed ("missing my periods"), bladder disorder ("bladder issues"), the second episode of device dislocation ("I'm pretty sure it's my right one that moved"), hypertension ("blood pressure high"), gestational diabetes ("gestational diabetes"), autoimmune hypothyroidism ("autoimmune disorder-type of disorder: hypothyroidism") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral removal of fallopian tubes), hysterectomy with bilateral salpingectomy, laparoscopic complete hysterectomy of uterus with removal of tube(s) and laparoscopic complete hysterectomy of uterus with removal of tube(s).). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, pregnancy with contraceptive device, uterine perforation, genital haemorrhage, urinary incontinence, abdominal distension, menstruation delayed, bladder disorder, the last episode of device dislocation, metrorrhagia, hypertension, gestational diabetes, autoimmune hypothyroidism, tooth loss, arthralgia and stress urinary incontinence outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the fatigue, alopecia, weight increased and amnesia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, autoimmune hypothyroidism, bladder disorder, fallopian tube perforation, fatigue, genital haemorrhage, gestational diabetes, hypertension, menorrhagia, menstruation delayed, metrorrhagia, pelvic pain, pregnancy with contraceptive device, stress urinary incontinence, tooth loss, urinary incontinence, uterine perforation, vaginal haemorrhage, weight increased, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: 3 coils visible on the left and 1 coil visible the right previously reported essure insertion date : (B)(6) 2013. Removal date provided in mr : (B)(6) 2019 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2013: no result. Pregnancy test - on (B)(6) 2019: negative. Concerning the injuries reported in this case, the following one were reported via social media: pregnancy and urinary incontience. Lot number: a20056 manufacturing date: 2012/06 expiration date: 2015/06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-feb-2021: plaintiff fact sheet received. Event uterine perforation & genital bleeding were added. Reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('has anyone else felt an extreme stabbing pain'), fallopian tube perforation ('essure coil noted to be perforating uterine fundus just superior to left fallopian tube') and multiple episodes of device dislocation ('I'm pretty sure it's my right one that moved', 'right essure coil grossly identified outside of right tubal lumen and adherent to uterine serosa') in an adult female patient who had essure (batch no. A20056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's concurrent conditions included multigravida and parity 4. Concomitant products included calcium carbonate, docusate sodium, ibuprofen and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced metrorrhagia ("spotting") and stress urinary incontinence ("bladder or urinary problems or changes: stress continence"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), arthralgia ("joint pain") and amnesia ("other injury (ies) or complication- please describe: memory loss") and was found to have weight increased ("weight gain/ loss (specify which one) gain"). In (B)(6) 2016, the patient experienced tooth loss ("dental problems bone loss in the jaw that caused loss of my teeth"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), urinary incontinence ("trouble holding bladder"), abdominal distension ("e-belly"), menstruation delayed ("missing my periods"), bladder disorder ("bladder issues"), the second episode of device dislocation ("I'm pretty sure it's my right one that moved"), hypertension ("blood pressure high"), gestational diabetes ("gestational diabetes"), autoimmune hypothyroidism ("autoimmune disorder-type of disorder: hypothyroidism") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral removal of fallopian tubes), laparoscopic complete hysterectomy of uterus with removal of tube(s) and laparoscopic complete hysterectomy of uterus with removal of tube(s).). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, pregnancy with contraceptive device, urinary incontinence, abdominal distension, menstruation delayed, bladder disorder, the last episode of device dislocation, metrorrhagia, hypertension, gestational diabetes, autoimmune hypothyroidism, tooth loss, arthralgia and stress urinary incontinence outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the fatigue, alopecia, weight increased and amnesia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, autoimmune hypothyroidism, bladder disorder, fallopian tube perforation, fatigue, gestational diabetes, hypertension, menorrhagia, menstruation delayed, metrorrhagia, pelvic pain, pregnancy with contraceptive device, stress urinary incontinence, tooth loss, urinary incontinence, vaginal haemorrhage, weight increased, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: 3 coils visible on the left and 1 coil visible the right previously reported essure insertion date : (B)(6) 2013 removal date provided in mr : (B)(6) 2019 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2013: no result. Pregnancy test - on (B)(6) 2019: negative. Concerning the injuries reported in this case, the following one were reported via social media: pregnancy and urinary incontience most recent follow-up information incorporated above includes: on 9-feb-2021: mr received : events- "right essure coil grossly identified outside of right tubal lumen and adherent to uterine serosa, essure coil noted to be perforating uterine fundus just superior to left fallopian tube", reporter, lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('has anyone else felt an extreme stabbing pain'), fallopian tube perforation ('essure coil noted to be perforating uterine fundus just superior to left fallopian tube') and multiple episodes of device dislocation ('I'm pretty sure it's my right one that moved', 'right essure coil grossly identified outside of right tubal lumen and adherent to uterine serosa') in an adult female patient who had essure (batch no. A20056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's concurrent conditions included multigravida and parity 4. Concomitant products included calcium carbonate, docusate sodium, ibuprofen and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced metrorrhagia ("spotting") and stress urinary incontinence ("bladder or urinary problems or changes: stress continence"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), arthralgia ("joint pain") and amnesia ("other injury (ies) or complication- please describe: memory loss") and was found to have weight increased ("weight gain/ loss (specify which one) gain"). In (B)(6) 2016, the patient experienced tooth loss ("dental problems bone loss in the jaw that caused loss of my teeth"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), urinary incontinence ("trouble holding bladder"), abdominal distension ("e-belly"), menstruation delayed ("missing my periods"), bladder disorder ("bladder issues"), the second episode of device dislocation ("I'm pretty sure it's my right one that moved"), hypertension ("blood pressure high"), gestational diabetes ("gestational diabetes"), autoimmune hypothyroidism ("autoimmune disorder-type of disorder: hypothyroidism") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral removal of fallopian tubes), laparoscopic complete hysterectomy of uterus with removal of tube(s) and laparoscopic complete hysterectomy of uterus with removal of tube(s).). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, fallopian tube perforation, pregnancy with contraceptive device, urinary incontinence, abdominal distension, menstruation delayed, bladder disorder, the last episode of device dislocation, metrorrhagia, hypertension, gestational diabetes, autoimmune hypothyroidism, tooth loss, arthralgia and stress urinary incontinence outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the fatigue, alopecia, weight increased and amnesia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, autoimmune hypothyroidism, bladder disorder, fallopian tube perforation, fatigue, gestational diabetes, hypertension, menorrhagia, menstruation delayed, metrorrhagia, pelvic pain, pregnancy with contraceptive device, stress urinary incontinence, tooth loss, urinary incontinence, vaginal haemorrhage, weight increased, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: 3 coils visible on the left and 1 coil visible the right previously reported essure insertion date : (B)(6) 2013. Removal date provided in mr : 20jun2019 (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2013: no result. Pregnancy test - on (B)(6) 2019: negative. Concerning the injuries reported in this case, the following one were reported via social media: pregnancy and urinary incontience. Lot number: a20056, manufacturing date: 2012/06, expiration date: 2015/06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-feb-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.